Manufacturer narrative:
The device has not yet been received by the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that a small plastic part of the tip fell out of the tip during set up, prior to the procedure. There was no pt involvement and no allegation of adverse consequences associated with this event.